Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for diabetic ketoacidosis. No additional information was provided. Although multiple attempts were made to obtain additional information, the customer did not reply to the requests.